Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, who has a cardiac resynchronization therapy defibrillator (crt-d), experienced pacemaker-mediated tachycardia (pmt). The crt-d remains in use. No further patient complications have been reported as a result of this event.